Event description:
A patient was receiving a peripherally inserted central catheter dressing change. While wearing sterile gloves and unpacking the remaining materials in the peripherally inserted central catheter dressing kit, there were two transparent film dressing and no securement device present in the kit. I was able to have another registered nurse assist me in opening another peripherally inserted central catheter dressing change kit to obtain a transparent film dressing.